Event description:
The customer reported that while pippetteing an assay using the multi-assay pippetting option in oas v2.0.1 software, the ortho summit pippettor picked up reagent from the wrong reagent boat. No death or serious injury was associated with this incident. Please note that this report is beyond the 30 day reporting requirement and was found to be reportable in a complaint review. This complaint has been classified as a market withdrawal by ortho-clinical diagnostics.